Manufacturer narrative:
MFR received date: 17 sep 2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit declared an error 120d (low rate alarm). The device was in use at the time of the event; however, there was no patient harm.